Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. This emdr is being submitted for unknown number of quantities. It was reported that patient faced bent cannula event on (B)(6) 2026. The patient reported high bg and was treated with manual injection. No further information available.